Manufacturer narrative:
(B)(4). A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported to the philips response ctr that the device software log contained multiple entries of the codes 08030033 and 0801006b. There was no pt involvement.